Event description:
It was reported that the system shut down and resulted in a non-recoverable loss of functionality. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The voltage on ps1 was evaluated and readjusted. The system was tested, found to be working as intended and returned to service.